Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind, no excessive no delivery or occlusion alarm, failed battery alarm, reset alarm, battery out limited, keypad unresponsive or button error alarm and motor error alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery failed test, lost basal rate information cloudiness discoloration on the screen, buttons were harder to press and it was making grinding noise and was slower during rewind. Blood glucose level of the customer was unknown. It was also stated that insulin pump had random no delivery alarms and motor error alarms. The insulin pump will not be returned for the analysis.